Manufacturer narrative:
(B)(4). This report is for the first in a series of three consecutive product issues with the same patient. The other two have been reported under MDR #s 9680794-2015-00127 and 9680794-2015-00128.

Event description:
It was reported the procedure was being performed in the ICU. The physician inserted the guide wire through the needle without resistance but was unable to advance the catheter into the vein fully. When pulling the catheter back onto the needle resistance was met. At which time, they stopped and pulled the needle and catheter out as one unit. The wire was kinked significantly just past the needle tip. Another kit was used for the procedure.